Manufacturer narrative:
The manufacturer previously reported that a trilogy 100 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the device failed an o2 low flow repair test step. The service technician determined the failure was due to the gray removable foam being installed incorrectly. Additionally, the enclosure seam gasket was replaced due to tears and misalignment. The device was awaiting additional evaluation due to the failed repair test. During additional evaluation of the device at the manufacturer's service center, the missing feet were noted as being displaced/unacceptable and were replaced to resolve the issue. The device then passed all final testing. No further investigation is required.

Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the device failed an o2 low flow repair test step. The service technician determined the failure was due to the gray removable foam being installed incorrectly. Additionally, the enclosure seam gasket was replaced due to tears and misalignment. The device is awaiting additional evaluation due to the failed repair test. A supplemental report will be submitted when the manufacturer's investigation is complete.